Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and connector issue is noted. It was noted that the distal conductor connector pin was bent and there was blood in/on the helix/lobe mechanism. Lab personnel noted that there was intermittency connector pin/cap and the connector pin was bent.

Event description:
It was reported that there was no capture of the right ventricular (rv) lead while pacing, even in high output and measurements in analyzer represented unstable sensing. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.